Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms beginning seven months post implant. Review of stored device data noted the shock impedance average was 110 ohms. Technical services (ts) discussed the rv lead is a single coil lead, which, can have higher impedance measurements and discussed continued monitoring of the trend data for consistent out of range daily measurements. This device remains in service. No adverse patient effects were reported.